Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed infusion set blocked during fill tubing. Customer's blood glucose at the time of the incident was 400 mg/dl. Customer reported that she changed the infusion set five or six times. Customer reported that the issues was resolved by changing the infusion set and the reservoir. Product is expected to return.